Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via healthcare provider who was implanted with an implantable neurostimulator (ins) for unsuccessful disc surgery and spinal pain indications. The caller reported the patient (pt) has had issues recharging their ins. Caller stated the reposition antenna screen displays when attempting to recharge the ins. Tss attempted to confirm when the issue began and caller stated "possibly a few weeks ago". Caller also commented that pt hadn't charged in a while and said they do not know how long a while is. Caller stated they do not think the hospital admission was due to the mdt device. Caller stated pt was seen in the emergency room, admitted into the hospital, and is in need of an MRI of their lower back due to back pain. Caller stated pt said they were implanted with the ins to target nerve damage, nerve pain, leg pain, and/or back pain. Further troubleshooting could not be performed as the caller was not with the patient. Another hcp called back later and stated for the last 2 weeks patient has been experiencing worsening pain and believe device has been malfunctioning. Caller reported that recharger and patient programmer are showing warning power on reset (por) message. Caller mentioned patient had pcp managing device but they retired and patient hasn't been to see their new pcp yet. Tss reviewed por message and that it must be cleared by clinician programmer before anything else can be done (entering MRI mode or turning ins on). Tss transferred caller to nas.